Manufacturer narrative:
Concomitant product: 5076-52 lead implanted: (B)(6) 2004.

Event description:
It was reported by the patient's spouse that the patient was shocked inappropriately multiple times. According to the spouse, the right ventricular (rv) lead was replaced. Follow-up was attempted; however, no additional information could be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.